Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A sentrant sheath was used as a conduit device during the treatment of a patient. It was reported that during the index procedure while implanting a valve, heavy resistance was noticed when passing through the external introducer (sentrant 20fr) and the physician needed to apply force to the delivery catheter system to continue. It was stated that during the passage a noise was heard which sounded like a plastic part may have broke. The delivery catheter system of the bioprosthetic valve was observed for visible damage but nothing suspect was found. Once the dcs passed the sentrant sheath the device passed through the anatomy and crossed the aortic arch without issue. The cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine.